Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The returned sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; the rotating coupling was separated from the connector, hl swivel return. Also, the ID (inner diameter) of the rotating coupling was measured and the od (outer diameter) of the swivel return connector was measured; the ID of the rotating coupling was within the specification and the od of the swivel return connector was below the current specification. The root cause of the reported issue was deemed to be supplier-related; the outside diameter of swivel return connector was under the specification. The following action was taken: the supplier was notified to request root cause analysis and corrective actions.

Event description:
It was reported that, during the use of the product, the luer lock connector on the patient side could not be connected properly. No patient injury was reported.